Event description:
It was reported that the user tried to reposition the catheter by pulling it back through the sheath while it was still sutured to the pt in an "s" configuration. The catheter made a sharp angle at the bifurcation, and blood was later seen in the tubing. The intra aortic balloon was removed and there were no pt complications.